Manufacturer narrative:
This initial MDR is being submitted to correct the manufacturing site information and so that the correct manufacture report number is generated. The MDR submitted with the incorrect manufacturing site and manufacture report number was 2112667-2020-01870. A follow-up MDR correction will be filed under 2112667-2020-01870 to note the correction. (B)(4). Date received by manufacture was updated to (B)(6) 2020 which is the date the error was noted. The first MDR submitted 2112667-2020-01870 was submitted with a date of (B)(6) 2020 and was submitted on time on (B)(6) 2020. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the latch valve failed could cause a loss of mechanical ventilation. There was no report of patient involvement.